Event description:
Per the clinic, the patient experienced migration of the electrode array. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, july 13, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.